Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital due to hepatitis b contamination. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case, the patient required a new stick during the procedure to insert a new volumeview in the opposite leg. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a liver transplant case in a male sepsis patient, a volume view set was used to measure extra vascular lung water. Blood leakage occurred upon inserting the guidewire into the needle when placing the femoral arterial line in the right leg. Upon removal of the guidewire from the femoral arterial line, the guidewire got stuck in the femoral arterial line, causing a hematoma. A second volume view catheter was placed in the patient's left leg successfully, using a non-edwards guidewire from a pediatric jugular catheterization set requiring a ¿new stick¿. There was no allegation of patient injury. Patient age was unable to be obtained. The device was discarded at the hospital due to contamination of hepatitis b.